Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the lead was placed in the right gpi. They tested impedances with twistlock all combos associated with contact 1 return at 5000 ohms at 3.0v. Tested again still all combos over 4,000 ohms with all combos associated with contact 1. Tested contact 1 with alligator clip in monopolar 3,819 ohms and tested to confirm all combos 4,000-ohm range when tested bipolar with contact 1 with the alligator clip. The surgeon said the lead was not good and implanted lead and impedances were all within normal limits at 0.7v. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.